Event description:
Ous MDR - after an implantation period of 2 months high threshold measurements and unsteady impedances were reported. The lead was explanted and returned to biotronik. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In addition, signs of abrasion were found along the lead body. However, the insulation was intact. The analysis did not reveal any sign of a material or manufacturing problem.